Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that it stopped working. Patient doesn't feel the tingling. They usually feel the stimulation 2-3 times a day depending on how they are sitting. Patient said they had a return of bladder symptoms. The issue started a couple days ago. They said, all of a sudden they looked and they were soaking wet. Patient said they have not had any falls or accidents. During call, helped patient connect handset and communicator to the stimulator. Patient changed the program and increased the stimulation and they said they could feel the stimulation. No further action was taken.